Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the customer reported issue. The fse replaced the boom motor encoder and this resolved the issue. The system was tested and verified as ready for use. The boom motor encoder involved with this complaint is a field scrap item and will not be returned to isi for further investigation. System logs were reviewed as part of the initial complaint call with the isi technical service engineer. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the system had repeated recoverable faults. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted sigmoid colon resection surgical procedure, the customer had a repeated recoverable fault 23062. The customer had just rebooted the system with no change. The customer stated that they were trying to dock the patient side cart (psc) and the patient was on the table with ports placed. The technical support engineer (tse) reviewed error logs and found the repeated 23062 errors pointing to the boom extension. The tse had the customer power down the system, cycle the psc breaker, and emergency power off (epo) for two minutes. The system powered on with no change. The customer was going to try and convert to another psc, but they had to wait for the other psc to become available because it was currently being used. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no issues with the system prior to starting the case. The faults occurred while the ports were placed on the patient and the customer was trying to dock. The customer performed troubleshooting with tech support, but the issue was not resolved. The customer was able to bring in a psc from another system. The procedure was completed with no patient injury. The nurse stated that from the time they started troubleshooting to the time they brought in the spare psc, was 40 minutes. The nurse confirmed that the procedure was a sigmoid colon resection.